Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1lr1w, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with leads. It was reported two leads from the same lot number malfunctioned during the intra-op impedance check, the first lead impedance check showed 0 & 3 >10,000 1 & 3 >18,000 2 & 3 >12,000 after multiple troubleshooting techniques. Second lead opened and tested showed all impedance sequences >40,000 after multiple tests and troubleshooting techniques. No contributing factors were known. A new testing cable 3550-68 was opened, two different ens and 8840's devices were used to check impedance, alligator clips were used to test between the electrodes. With each troubleshooting technique, all impedances showed >40,000. After the initial lead placement, impedance check showed >40,000 and troubleshooting a new lead was opened. When the new lead was opened and placed, the impedance check was performed and showed all impedances were out of range >40,000 on that second lead. Both leads came from the same lot number. A third lead with a different lot number was opened and all impedance came back in normal range. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.